Manufacturer narrative:
Manufacturer ref: (B)(4). The device was received and evaluated by baxter. The evaluation confirmed the reported symptom of "system error 105" through the history log, but was unable to reproduce the system during evaluation. Further evaluation found corrosion on the input/output printed circuit board (I/o pcb). The reported symptom was likely caused by the corrosion on the I/o pcb. The I/o pcb was replaced.

Event description:
It was reported that a device displayed system error 105. It was also reported there was no patient involvement.